Manufacturer narrative:
The reported events of no output and no inductive telemetry were confirmed. The reported event of premature discharge of battery was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported the patient presented to the emergency room with unspecified symptoms. During testing, the pacemaker could not be interrogated and was not pacing. The suspected cause was premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.